Event description:
Boston scientific received info that the pt with this subcutaneous implantable cadioverter defibrillator (s-ICD) system received a shock; secondary sensing vector was programmed at the time. This pt also has an left ventricular assist device (lvad). The field rep reported the shock was inappropriate and appeared to be due to oversensing of noise from the lvad when the pt's own intrinsic morphology changed and decreased in amplitude. After th shock the pt's intrinsic morphology was normal site. Boston scientific technical services (ts) discussed alternate sensing vector is usually recommended with lvad devices, however, further eval should be down to ensure there is no oversensing. Add'l info was received that the alternate sensing vector was programmed. There were no adverse pt effects.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.